Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Upon arrival, the cse found quality control (qc) was out of range. The cse ran mix test on all probes. Sample probe 1 (s1) and reagent probe 1 (r1) mixers passed the test. The cse replaced all probes and s1 and r1 mixers. The cse ran a quick check, which passed. The cse ran qc, which was within range. The cause of the discordant, falsely depressed ca result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium result.